Event description:
A report was received stating that the 3t heater cooler cardioplegia bath did not cool below 12 degrees during the procedure. The surgeon indicated that there was a lack of myocardial protection.

Manufacturer narrative:
A report was received stating that the 3t heater cooler cardioplegia bath did not cool below 12 degrees during the procedure. After this incident, the heater cooler was used one more time and then taken out of service. The unit will be returned to sorin group for further evaluation. The 3t heater cooler was connected to a quest system. It was reported that after a routine maintenance call, the quest's temperature sensor was found to be reading high and needed to be polished. After polishing, the sensor performed properly. It is possible that the monitor was reading high during this case and that the 3t heater cooler temperature was lower than 12 degrees. It was reported that the perfusionist felt that the heater cooler functioned properly during the case. The perfusionist felt that the heater cooler functioned properly during the case. The perfusionist indicated that there may have been other unrelated factors that could have contributed to the impaired myocardial function. A follow-up report will be filed when additional information from sorin group is made available.